Event description:
According to the reporter, the balloon popped during use on a patient. The surgeon retrieved the pieces from the patient. A new balloon was used to complete the case. There was no extension to operating time.

Manufacturer narrative:
(B)(4).